Event description:
It was reported two days post implant that the right ventricular (rv) lead exhibited loss of capture, chronically low r waves and a possible pacing issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.